Manufacturer narrative:
Unit was received with critical pump error and pump error confirmed in history file due to moisture damage to force sensor. Unit was received with corroded electronic assemblies and corroded motor home switch. Unit was received with minor scratches on case, missing display window cover, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer¿s blood glucose level was 287 mg/dl at the time of the incident. The alarm was not resolved. The customer states the insulin pump was exposed to fluid. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.